Manufacturer narrative:
The customer declined to have the ventilator be evaluated by philips healthcare.

Event description:
The customer reported that the ventilator shut down. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Received information that the investigation result indicated that the air inlet filter was too dirty causing blockage. The customer reported that the air inlet filter was replaced.